Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation summary: the device was received at the service center and evaluated. During evaluation, customer complaint (pump had water leaking outside of the tubing) could not be confirmed due to unit having no power when booting up. Noticed unit has burnt fuses at power entry module. Unit placed into long term hold. Since the reported condition is not confirmed, the root cause for the reported failure cannot be determined. Also given the information provided we cannot discern a definitive root cause on what caused the blown fuses at power entry module. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. At this point, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the sales rep via phone that the facility advised him that during a case the fms vue pump had water leaking outside of the tubing and onto the outflow wheel. It was mentioned that they made some adjustments and the leaking stopped but found within a few minutes it started again. They finished the case with another like device with no patient harm or delay in case.